Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received one device. The visual inspection of the returned product noted that the circular seal for the dissector balloon was cut. The inflation syringe and insufflation bulb were not received. The lock collar, trocar balloon and dissector balloon appeared intact. Pmv performed functional testing; the hole was covered and using a test insufflation bulb the dissector balloon was inflated, no leaks detected. The trocar balloon was inflated using a test syringe, no leaks detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturers¿ quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the cut in the circular seal may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened, and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic inguinal hernia repair, the balloon did not inflate. The balloon had a leakage due to a hole. A new unit was opened to complete the case. There was no reported patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic inguinal hernia repair, the balloon did not inflate. The balloon had a leakage due to a hole. There was no reported patient injury.